Manufacturer narrative:
Iinitial and final MDR 1906923 - MDR 3003442380-2024-09576 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula was kinked events. Even t 1 occurred on (B)(6)2024 and event 2 occurred on (B)(6)2025. The events occurred after 3 or more hours of insertion. The infusion set had been used for 2 days for both the events. The insertion site was at the abdomen. The blood glucose level was 300 mg/dl at the time of event 1 and 310 mg/dl at the time of event 2. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.